Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: ddbb1d1 ICD, implanted (B)(6) 2015 (B)(4).

Event description:
It was reported that during a device replacement, the physician had difficulty obtaining good impedance readings. The leads were removed and placed into the connector block a couple of times. Approximately one week later, a lead alert had triggered due to low impedance measurements with the superior vena cava (svc), right ventricle (rv) defib, and rv tip-to-coil. The rv leads remain in use. No patient complications have been reported as a result of this event.